Event description:
Customer reportedly rec'd results of 90 mg/dl on advantage sys 1 and 49 mg/dl on advantage sys 2 within 10 mins. No low blood symptoms reported. No action was taken based on the device results. No adverse event reported. The customer did not provide the location where the discrepant results were obtained, or how long they have been occurring. Controls were run on the vial of strips that produced the result of 90 mg/dl (lot# 549207) and both were out of range. Controls were run on the vial of strips that produced the result of 49 mg/dl (lot # 548985 and l1 was in range and l2 was out of range. Requested return of suspect device and replacement was sent. The customer was able to provide which strip lot produced which discrepant result: sys 1 (90 mg/dl)- accu-chek advantage sys: meter, comfort curve test strip lot # 549207, exp 09/30/2007. Sys 2 (49 mg/dl)- accu-chek advantage sys: meter, comfort curve test strip lot # 548985.

Manufacturer narrative:
The suspect prod for this medwatch report is the comfort curve test strip used in sys 1. Reference medwatch report with a1 pt identifier 200039413, which was reported for suspect device comfort curve test strip lot # 548985, exp date 04/30/2007, used in sys 2.